Event description:
It was reported that while the device was in use, blood leaked at the base of the 90 degree elbow valve. No injury or adverse consequences were reported as a result of the incident.

Manufacturer narrative:
On january 31, 2008, an urgent product recall letter was sent to customers advising that the MFR was conducting a recall of the hemovac evacuator. The recall was conducted as some units were mfg with a lower than expected separation strength for the 90 degree elbow to the pour spout connection. Customers were advised that the connection had the potential to separate during the process of transferring blood into the infection control bag from the evacuator. Device was returned to the MFR for evaluation. Device was pressurized under water to detect any leaks. Air bubbles were noted coming from the base of the 90 degree elbow. Dissection of the device revealed that the hemovac plate had a crack on the inside surface. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at that facility, zimmer determined that such a review would be conducted at all zimmer facilities as a result, zimmer osp completed its retrospective review and is now submitting this MDR.